Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture, side unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat and deformation. Weight measurement identified the device weight to the specification. No observed openings in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a.2., b.3., b.5., d.1., d.2., d.4., d.6, d.7., d.10., g.1., g.5., h.3., h.4., h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.